Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
They indicated that issue is not resolved, but no further action is planned.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that it was not related to the implant. Patient states her pants rub right over the incision and cause irritation and itching every day. If she continues to be unhappy with it we could discuss pocket revision and moving the battery a bit lower. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient was having difficulties charging their device. It was stated that the patient had to stand the entire time to charge otherwise they looses connection if they sit down.   On (B)(6) 2021:  implanted device will not charge beyond 10% (B)(6) 2021: struggling with microstim device charging. It was stated that it was not related to the therapy or procedure/ device but it was related to the charging process . Patient experienced poor coupling, once  the device charging one little movement and it looses connection. Other etiology was difficulties maintaining good coupling during charging of the device. It was also reported that the incision site was irritation and itching. Patient further stated that they were unhappy with their ipg placement as their   pants rub right over the incision and cause irritation and itching every day.   Patient also stated that  the device is working well for them  but doesn't seem to be working quite as well as right after it was placed. Overall they have   60-65% improved. (B)(6) 2020 post-op appt - she no longer had any urgency, can go longer intervals in between voids, and denies any urge incontinence.  Overall  patient 75-80% improved but complains of loss of therapy.  As for intervention, a call was made to patient on how to achieve better connection.  As for the intervention for the irritation, recommended she apply some aquaphor, eucain, or cerave cream to it daily. As so for the loss of therapy, patient was switched  to program b  it was stated that the event was ongoing. No further complications were reported/anticipated at this time.